Event description:
Patient had a c-section performed in 2004 subsequently developed hematuria. The following day, a pelvic ultrasound performed revealed results highly suspicious for a bladder perforation. The day after that, the pt returned to the or for repair of a bladder tear.